Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a photo of clips that were used during the procedure. Testing was performed on the event unit, but the complainant¿s experience of incomplete clip closure was unable to be replicated. However, engineering was able to confirm the complainant's experience based on the photo that was provided. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by the user¿s clip application technique. The instructions for use (IFU) instructs the user to "fully compress the trigger against the handle to ensure complete clip formation", "do not twist or torque the clip applier jaws excessively when positioning or firing on a tubular structure or vessel. Excessive twisting or torquing may result in a malformed clip", and "ensure the clip is secure and completely positioned around the tissue being ligated." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap chole according to the sister the clip didnt close/allign properly - scissored. She put the clips in a specimen bottle and the one clip didnt close at all. Patient status: no patient injury or illness occurred associated with the complaint event

Manufacturer narrative:
(B)(6) has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. According to the sister the clip didn't close/align properly - scissored. She put the clips in a specimen bottle and the one clip didn't close at all. Patient status: no patient injury or illness occurred associated with the complaint event.